Manufacturer narrative:
A ge representative evaluated the system and reloaded the software. System operates as intended. (B) (4).

Event description:
The customer reported the system intermittently displays a white box in the upper corner of the workstation monitor. No patient injury was reported.